Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. During follow-up the bio-medical engineer confirmed there was user error. The alarm was set at seven and alarm fatigue could have contributed. Further information has been requested.

Event description:
This patient was treated with the v60 ventilator from (B)(6) 2017. The ventilator was being used with only one tank of oxygen and not plugged into a wall supply of oxygen. As the tank decreased in pressure and volume of oxygen, the nurse stated that the machine did not alarm as the oxygen was getting low. The patient expired.

Manufacturer narrative:
The significant event log was reviewed and it did show that an oxygen unavailable was sounding and then a low o2 supply pressure alarm as the oxygen supply decreased. The ventilator passed all performance verification tests and was reported to be back in service.the device remains at the customer site and is back in service. No parts were returned for analysis.